Manufacturer narrative:
Customer reported 4 sensors total with unspecified serial numbers. This is an initial final report. The issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notice of an FDA medwatch report submitted by an adc freestyle libre user which reported the following: a customer, who is also an hcp, reported experiencing "recurrent adverse events" stating that sensors have "suddenly" stopped scanning, and sensors have given "false" readings with sensor scans "50-60 mg/dl too low" and "20-30 mg/dl" too high. Additionally, the customer reported having received "multiple error codes" during a hypoglycemic event and he had to use a glucometer to perform a capillary blood glucose reading. No third-party treatment or intervention was reported. Attempts to contact the customer for further detail have been unsuccessful thus far. Based on the information provided, there was no report of serious injury associated with this event.